Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient stated they were outside using a drill and drilling holes in posts and counter syncing some screws, and they noticed the stimulation was getting stronger in their left leg up from their foot to about their knee. The patient stated they normally turned the stimulation down to where they did not feel it, but it was bothering them, so they came inside and started to turn the stimulation down. However, the stimulation did not feel like it was decreasing, in fact, it felt like stimulation was increasing, like it was going in the wrong direction. So, they turned stimulation off and let it set for a while, and when they turned it back on, they started getting the shocking stronger and stronger going up their leg. So, they started trying to turn the stimulation down, and it was up in the 4's or 6 or 8 and it wasn't going down, so they ended up turning it off because it was getting severe and running from the foot all the way back to where the implant was implanted. The patient was able to get a hold of a manufacturer representative today, and they adjusted the bandwidth to 800 on program 1 and 2 and then went back to program 1 and decreased stimulation to 3.2. The stimulation was no longer going up his leg. Then, they went to program 2, but the pt noticed it was adjusting program 1 going to the left foot. The pt then stated they turned the bandwidth down to 650 on both programs 1 and 2 and then started changing the stimulation. Program 1 was at 2.2 and program 2 was at 3.7. The pt stated that they did not have adaptive stimulation on. The patient was redirected to their healthcare provider to further address the issue.

Event description:
It was reported that the patient never got an answer to the problem. The unit was reprogrammed and problem has not reoccurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.